Event description:
Nurse stuck a pt with lancet and device. Pt indicated that they didn't think that lancet had punctured finger. When nurse turned the lancing device around to investigate the issue, she was stuck with lancet. It had not retracted. Then she realized that it had in fact lanced the pt's finger before it had lanced her own.